Manufacturer narrative:
The last calibration was performed on (B)(6) 2020 and was acceptable. The qc recovery was acceptable. No indication for a performance issue of reagent or instrument. The alarm trace was requested but not provided. The field service engineer completed yearly preventative maintenance, performed various checks, and made adjustments where needed. Performance testing and blank cell calibration were within specification. The customer performed calibration and qc and verified results within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 42.40 ng/l accompanied by a data flag. This value was reported outside of the laboratory. Based on the troponin t values recovered on subsequent samples collected from the patient, the complained sample was repeated. The repeat result was 10.35 ng/l. The repeat value was believed to be correct and a corrected report was issued. The troponin t reagent lot number was 45954602, with an expiration date of 31-jul-2021.